Manufacturer narrative:
The pump was not returned for evaluation. The suspected issue with the percutaneous lead could not be confirmed. The reported pump stoppages were confirmed during the review of the submitted log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump exchange referenced was reported under MFR report #2916596-2016-00105. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 9 months. The pump will not be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the health professional noted a pump stoppage/driveline disconnect was recorded in the event history on (B)(6) 2015 while the patient was in the hospital for an unrelated event. The patient denied disconnecting the driveline; however, the health professional noted a twist in the silicone of the driveline at the system controller end that morning and untwisted it. The patient heard an alarm while in the bathroom and stated that the system controller beeped for a few seconds and then stopped. The patient did not look to see what the alarm was and did not let anyone know at the time it occurred. X-rays were taken and did not show any areas of concern with the internal driveline, however, some shield stretching was noted at the system controller end of the bend relief as well as a potential issue at the connector. On 12/21/2015, a submitted log file was reviewed by the manufacturer's technical services representative and several low speed advisories and pump stoppages were noted. The events appeared to occur while the patient was connected to the power module and an issue with the percutaneous lead was suspected. Additional external x-rays submitted showed an area of concern at the distal end bend relief. The percutaneous lead was not replaced as a non-emergent pump exchange was planned due to a concurrent pump pocket infection. The patient underwent a pump exchange on (B)(6) 2015.